Manufacturer narrative:
The initial reported event of lead fracture patient complications was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned and analyzed. Analysis indicated the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted and the patient experienced complications. No further details were provided.